Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, carriage block, top disk holder and rear case. Calibrated. A review of the device history record showed the device had a manufacture date of 12/12/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the carriage assembly - tube drive bent. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) syr rear case.

Event description:
The customer reported the device had error code 351.6660 and a cracked/broken pressure disc left side. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had error code 351.6660 and a cracked/broken pressure disc left side. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had error code 351.6660 and a cracked/broken pressure disc left side. No patient involvement.